Manufacturer narrative:
H3: analysis of the pump identified no significant anomalies. H6: the previously reported evaluation conclusion, method, and result codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type catheter product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs lioresal with concentration 2 ,000.0 mcg/ml was being administered at a dose rate of 139.9 mcg/day as of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via company representative. The pump was replaced. The information was noted as having been confirmed with the physician/account. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablofen at an unknown dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that patient complained of intermittent episodes where he felt as though he was getting too much baclofen and felt loose. It was reported there have been no volume discrepancies at refills. It was unknown when this issue began. A catheter access port (cap) dye study was done and was found to be negative. The catheter was found to be performing as expected. The catheter volume and cap volume were primed post procedure. It was reported the patient felt a little loose at this time and was discharged. Six hours later the patient went to the emergency room because he felt loose. It was reported that the pump was getting close to its normal replacement. Therefore, the pump was going to be replaced on (B)(6) 2019. Additional information was received from another manufacturing representative on 2019-oct-02. It was reported the patient had experienced varying results with their therapy. It was reported the pump would be returned for analysis. It was unknown if the issue had resolved as of (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. It was indicated the patient had other co-morbidities, however, the patient's medical history was provided as unknown.